Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing leading into an untreated episode. Technical services (ts) recommended to reprogram the device. This electrode remains in service. No adverse patient effects were reported.